Event description:
It was reported that during a coronary stenting treatment procedure, a stent dislodgment occurred. The pt was hypotensive upon arrival to the cath lab. Blood pressure was stabilized with a small dose of dopamine. The 75-95% stenosed lesion was located in a moderately tortuous and severely calcified proximal to distal right coronary artery (rca). The physician initially attempted to predilate the lesion with a 3.0x20mm maverick balloon and a 3.0x15mm quantum maverick balloon but was unable to cross the lesion. The lesion was predilated with a 2.0x15 maverick balloon. The physician then attempted to place a 3.0x16mm liberte' bare metal stent, however, during the third attempt, the stent embolized to the distal rca. The dislodged stent was able to be removed with a snare and the physician decided to send the pt for bypass surgery. An intra aortic balloon pump was inserted. The pt left the cath lab in stable condition; however, he became hypotensive prior to bypass surgery. Surgery was performed, no complications were noted. Post operatively, the pt was stable and extubated in the critical care unit.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from the review, a supplemental medwatch will be filed.